Manufacturer narrative:
E1. Initial reporter phone: (B)(6). E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst ii advance plus blood collection tubes, one tube was discovered with missing upper part after cap was removed(lipout). No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 4 photographs for investigation. Evaluation of the four returned photos shows evidence of a lipout defect, with irregular and incomplete or missing edges at the tube mouths. Additionally, twenty retained samples were visually inspected, and no defects related to the lipout were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: lipout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst ii advance plus blood collection tubes, one tube was discovered with missing upper part after cap was removed(lipout). No adverse impact was reported regarding the patient or user.